Event description:
While deploying the stent, the string broke. Was able to remove stent and no part was left in the patient. Obtained new stent and continued the case. Package saved, labeled, and left at main control per request for pick up by appropriate department.